Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water cylinder, tube and a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there were no reportable malfunctions related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the returned scope had a burn on the plastic distal end cover. However, this was incorrectly reported as there was no burn on the distal end cover. Additionally, it was reported that the returned device found foreign substances inside the air/water cylinder and tube during evaluation; however, the customer returned the device without reprocessing due to a leakage in the device which caused the foreign material to remain in the device. Per the legal manufacturer, these issues are not likely to cause or contribute to death or serious injury if the malfunction were to recur. The subject device was returned, and no reportable malfunctions were found.